Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument and performed failure analysis (fa) evaluation. The instrument was found to have repeated clamping failures based on a log review. The instrument was placed and driven on an in-house system. The instrument passed initialization and moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. An additional observation not reported by the customer that is not related to the customer reported complaint: the instrument was found to have a torn wrist cover. The tear is approximately 0.323" in length. A black sureform 60 reload was also returned. The stapler reload was returned unfired. No damage was found. The stapler reload was installed in an in-house instrument then placed on an in-house system. The stapler reload was fired without issue. All the pushers were deployed, and the staples formed on the test foam. The blade was at the distal end and not exposed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 60 stapler for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the sureform 60 stapler was used to interrupt the intestine, the stapler was unresponsive to the surgeon's instruction. The procedure was converted to open surgery.